Event description:
It was reported, that an attempt was made to implant a durasul alpha insert neutral ll/28 on (B)(6) 2014. According to the surgeon, it was a straightforward osteoarthritic hip in a big man and the titanium shell fit well. Although there were a lot of osteophytes which he trimmed the linear did not stabilize within the shell adequately. It almost seemed too small for the shell, seemingly advancing beyond the shell margin but it was the correct size (58). There was no debris within the shell and he mentioned that he is always very careful in making sure this is clear that there is no impingement and the orientation is correct. The surgery was extended for about 20 minutes.

Manufacturer narrative:
The manufacturer has not yet received the devices or x-rays for reviews. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).